Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing pocket stimulation. It was noted that the right ventricular (rv) lead had increasing bipolar threshold, increasing impedance and suspected insulation damage. Pacing polarity was changed to unipolar. The lead was turned off. No patient complications have been reported as a result of this event.